Event description:
It was reported that during an infusion set change the ilet user did not pull back and lock the applicator before deploying the inset infusion set, which constitutes an improper procedure related to the cannula; the event was discussed and troubleshooting education was provided, and there were no device alerts or alarms. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, and a usage problem was identified consistent with an incorrect procedure involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.